Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support positioning alarms were observed. Echocardiogram (echo) was utilized to confirm the impella position was reasonable. It was reported that the patients right leg, on the impella placement side, was observed to be ischemic. The pump flow speed was increased, and the right leg became warm. The medical staff decided that further escalation was not desired for the patient. Due to a neurological situation, therapy was terminated. The impella device was explanted, care was withdrawn and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.